Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0jl4w, implanted: (B)(6) 2014, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4)

Event description:
It was reported the patient had been very anxious and was still very anxious. It was noted the patient's symptoms reported had gradual onset. It was actually stated that the patient's pain symptoms had lessened since they got over their initial pain from implant and that pain was decreasing. Reportedly, the patient had been worried about so many things and very anxious about their device and what was happening with it and not knowing how to use it. It was noted the patient lacked basic understanding of programmer use and their therapy. It was stated the patient had very bad pain at the beginning and they were still having pain and they had loose bowels (stools). It was noted the patient's device was implanted on (B)(6) 2014 and they were in such terrible pain they needed to get pain killers which helped but they were still having pain. It was stated that at first the patient couldn't go at all but at the time of report they were going and didn't feel them and their bowels were loose. It was noted the patient was having terrible pain in their vagina. The patient stated they were on program 2 at 2.0 volts and the patient was assisted with adjusting their stimulation down to 1.8 volts. It was noted that at the time of report the patient had just taken a pain killer and couldn't tell if the stimulation was hurting them or not. Reportedly, the patient would catheterize and also void naturally and they always got the urges and could go. It was noted the patient was trying to catheterize 2-3 times a day instead of 7-8 times. The patient stated they were happy before and not happy at the time of report with the therapy. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.